Event description:
This is the third of 3 related reports for dialysis pt reactions that have occurred at the same treatment facility sometime during january through april 2000 (1 MDR is being submitted for each lot number reported). The user facility reported one pt reaction during dialysis treatment with this lot number. The pt experienced symptoms such as chest, lower back, and leg pain within 10 minutes of initiating treatment. The dialysis treatment was temporarily stopped and the circuit components (bloodlines + dialyzer) were discarded. The pt was given oxygen and benadryl. Treatment was completed using another dialyzer with no further problems. No complications were noted with the pt following this occurrence.